Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Investigation summary: in response to your complaint, we performed a search for similar complaints of the reported problem. No adverse trend was observed. Without product lot information, no further investigation could be conducted. The information you provided has been documented and will continue to be monitored. Root cause: insufficient info. Source: phone (B)(6).

Event description:
Qv sars otc customer's son drank the reagent -- tss advised to contact poison control; guided customer to the hazard information for the kit.